Manufacturer narrative:
Batch review performed on 01 march 2024: lot 2319253: (B)(4) items manufactured and released on 12-sep-2023. Expiration date: 2028-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved: liner: mpact 01.32.3239hct flat pe hc liner ø32/c (k103721) lot 2312013: (B)(4) items manufactured and released on 17-july-2023. Expiration date: 2028-07-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision due to a dislocation of the head from the liner and the cause is unknown. At about 1 month post primary the surgeon revised the head and liner and the surgery was completed successfully.